Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial started on (B)(6) 2020. The patient reported that the device was interfering with their constipation. They also reported that they felt like they were not completely emptying their bladder. The patient was advised to contact their healthcare professional.